Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2007, the patient began to experience pain in her head and neck. In (B)(6) 2007, the patient underwent surgery consisting of a discectomy and spinal fusion from c6-c7. The patient was implanted with r hbmp-2/acs. The patient continued to follow up with the surgeon.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified fusion procedure using rhbmp-2/acs on an unknown date. Post-operatively, patient developed severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.